Event description:
On 01-feb-2024, the healthcare professional reported that after finding out about the voluntary recall for the cerebase, she reached out to the physician via text. The physician relayed that they had a cerebase guide sheath fractured the previous weekend (27 or 28-jan). The physician stated that he was not present in the case. At the time of the complaint initiation, the catalog / lot number of the cerebase guide sheath is not available. There was no report of any negative impact.

Manufacturer narrative:
Manufacturer¿s ref. No: (B)(4). Information regarding patient identifier, date of birth, age, gender, weight, race, and ethnicity were not provided. Section d.4: the product catalog and lot numbers are not available / not reported. The unique identifier (UDI) and expiration date of the device is not known. Section h.4: the device manufacture date is not known as the device lot number is not available / not reported. Section h.9: FDA correction/ removal reporting no.: 3007628272-02/02/2024-001-r. Based on complaint information, the device was not available to be returned for analysis. Product analysis cannot be conducted as the product was not returned for analysis. No determination of causes and possible contributing factors could be made. As such, the investigation will be closed. With the information available and without the complaint product available to be returned for analysis, the reported product issue documented in the complaint cannot be confirmed through functional evaluation and analysis. The lot number of the device is not known; therefore, manufacturing documentation review was not performed. Assignment of root cause for the event remains speculative and inconclusive, based on the limited information provided and without the return of the complaint sample; however, it is possible that clinical and procedural factors, including device manipulation / interaction may have contributed to the reported failure. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by cerenovus, or its employees that the report constitutes an admission that the product, cerenovus, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Missing information from this report is identified as blank; this information was not provided in the reported event or available at the time of report submission. The manufacturer will submit a supplemental report if new facts arise which materially alter information submitted in a previous MDR report. Additional information will be submitted within 30 days of receipt.

Manufacturer narrative:
Manufacturer¿s ref. No: (B)(4). The purpose of this MDR submission is to retract the recall / recall number 3007628272-02/02/2024-001-r. The lot number of the device is unknown; therefore, the recall is not applicable. The manufacturer will submit a supplemental report if new facts arise which materially alter information submitted in a previous MDR report. Additional information will be submitted within 30 days of receipt.